Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, leakage of air from the cuff was observed. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
H10: device evaluation: three photos were included in agile attachments for evaluation photos showed a bit damage of the tube tip. One sample was returned for investigation. The returned sample was received in used condition without original packaging. The samples were visually inspected under normal conditions of illumination to detect any condition that could cause failure mode. Damage was found on tube tip; the complaint was confirmed. The syringe was connected to the pilot balloon to allow air through the tube to confirm the place of the leak. An air leak was confirmed in the tube tip. Based on the analysis conducted in the sample provided, the failure mode was confirmed. The failure mode was possibly due to manufacture damage/failure to properly follow protocol. For corrective action, customer complaint notification was made to production personnel to explain the importance of adherence or following in the procedure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).